Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending artery that was 90% stenosed. Pre-dilatation was performed with an unspecified 3.0 x 8 mm semi-compliant balloon catheter, which was inflated at 14 atmospheres. A 3.0 x 23 mm xience prime stent was then implanted, and an unspecified 3.0 x 12 mm non-complaint balloon catheter was used for post-dilatation. A distal edge dissection was then noted which was treated with a 2.75 x15 mm xience v stent. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.